Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two egia60axt reloads. Visual inspection of the first reload noted that it was pre-fired and engaged in interlock. Visual inspection of the second reload noted that the reload was fully fired, the clamping mechanism was deformed, sub-flush staple pushers were noted from 6cm cut line to the 3cm cut line, and the anvil was bowed. Functionally the reloads were loaded into a pmv representative instrument. The first reload was applied to test media with proper staple placement and media transection. The second reload was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Replication of the bowed anvil, deformed anvil clamping mechanism, and sub-flush staple pushers may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." The root cause of the observed damage was misuse of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a sleeve gastrectomy, the reload did not fire while being applied to the stomach. To correct the issue, another reload was used. Surgical time was delayed by thirty minutes or more due to the product problem. The extension in surgical time did not affect the patient in any way.